Event description:
It was reported that the ceramic part of the probe fractured into the patient's shoulder. An arthrotomy was conducted to extract the part.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.